Event description:
On (B)(6) 2018, in a pacemaker implantation procedure, the subject lead was implanted in the patient¿s right atrial appendage. With no abnormalities shown in the lead measurements, the lead was connected to the pacemaker along with the ventricular lead. On (B)(6) 2018, as atrial sensing failure had been confirmed, the patient underwent a pacemaker check. X-ray showed that the distal end of the lead had been dislodged from the right atrial appendage. Atrial pacing and sensing were both unsuccessful. On (B)(6) 2018, a re-intervention was performed and the lead was re-fixed in the right atrial appendage. As the lead measurements were confirmed to be satisfactory, the lead was reconnected to the pacemaker and the procedure was completed. One-week post procedural pacemaker check was scheduled for (B)(6) 2018 and it was planned to discharge the patient if there were no abnormalities at the point of the pacemaker check.